Event description:
A 75-year-old female patient with postcardiotomy cardiogenic shock (pccs) underwent attempted impella support. Based on the limited procedural information available, it is assumed that the patient was already receiving ECMO support at the time of the attempt. During advancement of the guidewire toward the left ventricle, the aortic valve was not opening, which prevented successful wire passage and device insertion. As a result, impella support could not be initiated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D3 (manufacturer fax) & e4 (reporter also sent report to FDA?) Has been omitted from the initial medwatch. The cause of the hemodynamic instability was unable to be determined as insufficient clinical details were provided. The cause of the failure to advance was determined to be patient condition as the patient had difficult anatomy as the aortic valve was not opening preventing successful delivery of impella.